Manufacturer narrative:
The reported complaint of the "autopulse platform sn (B)(4) displayed an unknown error message" was confirmed in the archive data but not confirmed during functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. Based on the archive, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and ua 18 (max take-up revolutions exceeded) error messages on the reported event date. The probable root cause for the ua 07 error was due to the patient not being correctly oriented on the autopulse platform, or the patient has shifted, which is likely attributed to an unintended user error and the probable root cause for the ua 18 error was due to the patient's chest was too small while sizing the patient (take up), or the autopulse platform detected no weight present on the platform. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. The archive data review showed multiple ua 07 and ua 18 advisory messages on the customer's reported event date, thus confirming the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position, or the patient/manikin is not correctly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. Per the autopulse® hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional testing without any fault or error. The load cell characterization test confirmed both load cell modules were functioning within the specification. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
During patient use, the autopulse platform (sn 37613) displayed an unknown error message. The crew switched to manual CPR. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Correction made in sections d4, d9 , e1 and g3.